Event description:
The user facility reported that the device had a missing component during procedure. The slide assembly may break into small pieces, posing the risk of a small component becoming lost in a surgical site. Although the device was not used during the procedure, an x-ray was conducted on the patient because the missing component was not noted prior to the procedure. There was nothing noted on x-ray and there was no clinically significant delay to the procedure. There was no patient impact, no medical intervention, and no adverse consequences.